Manufacturer narrative:
Device received with missing segments and vertical rainbow lines at the display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area. Device passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has partial display. The blood glucose level was unknown at time of the event. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.